Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product reportedly had an infection. A lead extraction was planned. Request for additional information was sent but no further information was received. There were no additional adverse effects reported. All available information indicated that the product remains in service.

Event description:
Additional information was received that one month later, this patient passed away. There were no allegations against the functionality of the leads or that it caused or contributed to the patient's death. The specific details of the patient's death was not provided.